Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that there was no recurrence of infection at 14.6 years of follow-up. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified devices caused any patient infection. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference the literature at the following address: http://www.sciencedirect.com/science/article/pii/s0883540315002983. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that two patients were re-revised due to infection. The procedure was not a two-stage revision, but it is unknown what was removed at this time.